Event description:
It has been reported to philips that the system failed to startup. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. The host pc was replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that reported system boot-up problem. It was identified that the host pc was malfunctioning. Review of the logfiles showed that malfunction related to host pc. The defective part was returned for analysis and cause of the defect indicates a battery charge/discharge issue and a cmos voltage below 3v. To resolve the issue fse replaced the host pc monoplane with a new one and checked the system function. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.